Event description:
Customer reports higher troponin t recovery when comparing results from six external proficiency survey samples between two different lot numbers of troponin t reagent. One survey set gave the following results: #1, result reported 0.07 ng/ml; accepted survey mean 0.055 ng/ml. #2, result reported 0.160 ng/ml; accepted survey mean 0.123 ng/ml. #3, result reported 0.250 ng/ml; accepted survey mean 0.201 ng/ml. A previous survey, gave the following results: #4, result reported 1.000 ng/ml; accepted survey mean 0.999 ng/ml. #5, result reported 0.180 ng/ml; accepted survey mean 0.193 ng/ml. #6, result reported 0.080 ng/ml; accepted survey mean 0.086 ng/ml. If add'l info is received, appropriate notification will be provided.